Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a failure of the alternating current (ac) power. The customer requested a repair on 01oct2025 stating that the device was not charging the battery when the power cord was plugged in. The device was replaced with another ventilator and then the issue was duplicated on 07oct2025, the authorized service provider (asp) inspected the device and confirmed the ac power issue. The asp replaced the power supply to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.